Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 5) with multiple cartridges during the load process. Customer's blood glucose level was impacted. Customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.